Event description:
Customer reported an issue with the dpm 6 monitor, which may have affected co2 monitoring. No patient injury was reported.

Manufacturer narrative:
Company representative calibrated the unit and resolved the reported issue.